Event description:
Covidien received a report of a bad display. Covidien service center determined that the display was missing a segment. No patient harm was reported.

Manufacturer narrative:
Covidien isolated the failure to the display of the front board. (B)(4).